Manufacturer narrative:
The actual device was not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed with the naked eye. The sponges were found fully separated from the caps. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found completely separated from two (2) minicaps. There was no patient involvement. No additional information is available.